Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl. Symptoms reported include hyperglycemia, weakness, thirst and nausea. The patient reports they were not wearing a pod due to their controller would not turn on which has been previously reported. Once at the hospital emergency room the patient was treated with manual shots of insulin. The patient reports they had been at the emergency room for 1 hour.